Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening thrombocytopenia with a possible relationship to the impella device used: worsening thrombocytopenia at 86k. Received two units of packed red blood cells, one unit of platelets, and one unit of fresh frozen plasma. Platelet goal of >100. 8/21 - platelets stable. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation of thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-25137. G2 report source; study was missing from manufacturer device report 1220648-2024-25137.